Manufacturer narrative:
(B)(4). Batch pan: p56a39. The analysis results showed that one gst60b reload was received unfired with an addition pan attached. The additional pan was removed from the cartridge and loaded into test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a totally laparoscopic distal gastrectomy procedure, the cartridge did not insert into jaw. So surgeon had to change new one. There were no adverse consequences for the patient.